Manufacturer narrative:
During a follow up call on 7/13/2016, the contact indicated that the customer's bg levels have dropped since the reported issue. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer attempted to change the supplies on the pump, however, received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level meter registered a "high" reading (over 600 mg/dl). It was indicated that the customer used insulin injections to address bg level and will continue to use the pump for continued insulin therapy.

Manufacturer narrative:
Alarm occlusion- no failure identified.